Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis t4-l4 levels implanted: t4-l4 date of implant: (B)(6)-2016 date of explant: (B)(6)-2016 it was reported that, intra-op, while placing the set screws on, they skipped a few threads. When the set screws were taken off, the threads of set screws were chipped away. Some of the threads peeled off like pig tails. One of the set screw that broke off was sitting asymmetrical on the screw after break off. The surgeon explanted the set screw and replaced with new ones. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic inspection identified flank damage, deformation and vertical shearing of the set screw thread. The above observations are consistent with overloading the set screw during attempted construct assembly.